Event description:
It was reported that during a da vinci-assisted thoracic wedge to completion lobectomy surgical procedure, the customer reported after a case to report that set-up joints (suj) 2 and 3 moved on their own during last case. The onsite logs show error 100 on suj's 2 and 3. Technical service engineer (tse) staff if someone bumped into the suj's and they said no. Tse asked how far the suj's moved, and they didn't know. The customer would like someone to look at the system. The customer completed case and reported no injuries. Field service engineer (fse) to follow up. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not reproduce error or issue reported by staff. The system verification test performed successfully. Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint.